Manufacturer narrative:
H4: the lot was manufactured from september 15, 2020 - september 16, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed the tubing line detached from the stressmember located at the upper area of the device. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of folfusor sv (small volume) disconnected from the pump. This was observed prior to use. There was no patient involvement. No additional information is available.